Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. After explanting, silicon sheath torn from right cylinder. The ipp was explanted. No patient complications reported.